Event description:
Complainant alleged that during an evaluation of the zoll owned device, the clinician were setting up the device in preparation of performing a cardioversion on a female pt(age unknown), who was presenting an atrial fibrillation heart rhythm. The pads were applied to the pt, but they were not yet attached to the device. When the device was turned on, it did not power-up. The complainant indicated that the clinicians were able to obtain another device to successfully cardiovert the pt. There was no adverse effect on the pt as a result of the reported malfunction.